Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side "capsular contracture (baker grade unknown)". The device has been explanted.

Event description:
Healthcare professional reported, left side "capsular contracture, (baker grade unknown)". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, brown particles in the shell and crease fold. No other observation observed. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.